Event description:
It was reported that the battery of this implantable device emitted beeping tones due to suspected premature battery depletion. This device was explanted and replaced. This device is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable device emitted beeping tones due to suspected premature battery depletion. This device was explanted and replaced. This device is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.